Event description:
Patient complained of skin burn from muscle stimulation therapy. No further information available.

Manufacturer narrative:
Full functional tests were performed on both waveforms and device met all specifications with no issues identified.